Event description:
It was reported that the battery was taking longer to charge, requiring the patient to disconnect from the pump and go for an extended period without insulin. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up and no additional information was received regarding the outcome of the event.